Manufacturer narrative:
Date of initial report: 2017-05-23. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were stiff and difficult to open. No patient injury resulted or medical intervention required.

Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: (B)(6) 2017. One used ls1020 ligasure device was received for evaluation. Inspection of the returned device found tissue stuck within the jaws, preventing them from opening. The jaws were opened with forward pressure on the handle. After opening, the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigator identified the root cause of the issue as inadequate cleaning during use. The instructions for use included with this product cautions users to keep the instrument jaws clean, and that build-up of eschar may reduce sealing and/or cutting effectiveness. It also provides methods to clean the device jaws. If information is provided in the future, a supplemental report will be issued.